Manufacturer narrative:
(B)(4). Batch # n54831. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a longitudinal gastrectomy procedure, after the third firing the device cut the tissues. A defect of the staple line was discovered, staples didn't close. There was a large blood loss. Handmade suture was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Intra-operative photos provided. Seven photos were provided. In all of them can be appreciated a staple line with some bleeding, there is a portion on the tissue that apparently is without staples present. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2016. Batch # n54831. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.